Event description:
Complainant claims that pt was undergoing a unipolar endoprosthesis right hip procedure. Two minutes after cementing, became bradycardic, asystole within 1 1/2 minutes. Resuscitation efforts failed and pt expired.